Event description:
It was reported the customer was hospitalized with high blood glucose on 04/03/2015. The customer's blood glucose was 425 mg/dl at the time of admission. The customer also reported having diabetic ketoacidosis. The customer stated they have attempted to treat their blood glucose with the insulin pump, but was unsuccessful. Customer was being treated with an insulin drip and fluids at the hospital. Customer has been off insulin pump therapy for three days while being treated with the insulin pump drip. The customer was wearing their insulin pump at the time of hospitalization. Customer declined to troubleshoot for their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.